Manufacturer narrative:
Since this event involved three medical devices, three manufacturer reports are being submitted. Manufacturer report numbers 3005174370-2016-00001 and 9611385-2016-00001 describe the first and second device, respectively.

Event description:
On (B)(6) 2015, a dental professional informed 3m about a patient who required tooth extraction. This patient had a 3m espe lava ultimate cad/cam restorative for cerec crown secured with 3m espe relyx ultimate adhesive resin cement and 3m espe scotchbond universal adhesive. The patient, a (B)(6) old female patient, received the lava ultimate crown on tooth #19 on (B)(6) 2013. Patient was examined on (B)(6) 2015, and bitewing x-rays showed no evidence of any problem. Patient contacted the office on (B)(6) 2015, reporting that the area around the crown was painful. Patient called again on (B)(6) 2015, to report that she was in constant pain and that her face was swelling. Bitewing and pa x-rays take at this time showed evidence of extreme decay. The patient was referred to a periodontist who performed tooth extraction and bone grafting on (B)(6) 2015. Patient is reported to be healing.